Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7003239.